Event description:
Information received indicates the bed failed the electrical safety test during a preventive maintenance check.

Manufacturer narrative:
The technician found the ground pin broken on the power cord plug. The technician replaced the plug to repair the bed.